Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited oversensed noise consistent with lead fracture, resulting in the delivery of inappropriate shocks. Subsequently, this rv lead was surgically abandoned and replaced. It was noted that the implantable cardioverter defibrillator (ICD) was also explanted and replaced due to therapy upgrade/downgrade during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.